Event description:
Customer reportedly received results of 29.1 mmol/l and 13.3 mmol/l within 10 minutes on the aviva system. Customer reported feeling shaky and thirsty. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).